Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an "atrial lead warning occured" indicating that low lead impedance had been detected. It was noted that the patient was not pacemaker dependent. The lead is still in use. No patient complications have been reported as a result of this event.